Event description:
This complaint is now reportable based on the analysis completed on 04/17/2008. It was reported that during a coronary drug eluting stenting treatment procedure the 4.00x12mm taxus liberte drug eluting stent (des) was unable to cross the ostial left anterior descending artery (lad). The procedure was successfully completed with a different device with no patient complications reported. However, returned product analysis revealed distal stent damage.

Manufacturer narrative:
Returned product analysis revealed that the condition of the returned device was consistent with the complaint incident. A visual and microscopic examination of the returned device revealed distal stent damage. Some of the distal struts were slightly flared outwardly. Distal stent damage is consistent with the device meeting some form of restriction during the insertion of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A review of the manufacturing documentation found that the device met its material, assembly and product specifications. The most probable root cause of this complaint can be attributed to operational context.